Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use on a patient. It was reported that the oxygen saturation of the patient dropped. No medical intervention or patient injury was reported.

Event description:
It was reported that the device shut down during use on a patient. It was reported that the oxygen saturation of the patient dropped. No medical intervention or patient injury was reported.

Manufacturer narrative:
The log file and a provided video of the device were analysed. The two sd cards and the circuit board of the device's control unit were sent in for examination. Based on the log file entries, the reported event can be confirmed. The investigation of the two sd cards and the circuit board revealed the cause of the reported event to be a short circuit of a capacitor on the circuit board. The video confirms that the alarm device is functioning as specified. In the event of a complete loss of ventilator function, the safety valve automatically opens to ambient, allowing the patient to breathe spontaneously. The ventilator's auxiliary audible alarm sounds to alert the user of the device failure. This alarm is powered from an independent power source and lasts for a minimum of 2 minutes. Replacing the circuit board will correct the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.